Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized. Blood glucose value was over 600 mg/dl the 3 times customer tested. Customer stated she was treating with the insulin pump but the blood glucose was not coming down so she went to the emergency room. She was treated with insulin drip. Customer was wearing the insulin pump at the time. . Nothing further reported.